Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 198 mg/dl at the time of incident. Customer stated that the insulin pump buttons were scrolling and unresponsive. Keypad anomaly troubleshooting was performed and unable to confirm if the time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm and time clock anomaly during testing. No ramping numbers noted on the display. The insulin pump was received with broken belt clip slot, broken reservoir tube lip, cracked case near display window corners, stained end cap sticker and minor scratches on display window noted.